Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient presented with grade 1 dlk (diffuse lamellar keratitis) in both eyes five days post lasik. The previously prescribed steroid eye drops were increased. There are two medical device reports associated with this event. This report is for the left eye. Additional information received states that the patient's symptoms have resolved and the patient is no longer using the steroid eye drops.